Event description:
Tip of fiber broke off inside patient. Fiber retrieved and returned for investigation.

Manufacturer narrative:
Fiber had a break 15mm and 23mm from the distal tip which appears to be at the front of the scope. It is possible that the user pulled the fiber through the scope during laser firing causing the fiber to break due to the location of the two breaks. This is possibly a user handling problem not a design or manufacturing defect since the fiber meets the bend radius test requirements.